Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. It is unknown if the patient received any treatment for the reported hyperglycemia. Troubleshooting performed by animas customer support revealed that the patient was not priming an adequate amount of insulin when changing the infusion set. During troubleshooting, the reporter did not want to participate in additional troubleshooting of the issue. No further information is available. If additional information is provided, this complaint will be updated accordingly. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with a training/misuse issue.